Event description:
During a synfix-lr procedure, the surgeon was implanting the second synfix-lr implant and the synfix mini open implant coupling broke off at the interface of the implant and aiming device. Surgeon could not retrieve the broken piece that was threaded inside the implant. A piece of the coupling remains implanted in the pt inside the synfix-lr implant.

Manufacturer narrative:
Add'l info has been requested. The subject device is an instrument and is not implanted or explanted. Synthes is unable to provide the manufacturer or date of manufacture without a lot number provided or returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.